Event description:
The sales representative reported on behalf of the customer that the 2mm anchorage drill bit from the anchorage foot plating kit allegedly broke whilst drilling through the locking drill guide during an mtpj fusion. The surgeon, reported that he didn't realize that the bit had broken until he tried to use the depth gauge to assess the depth of the hole and found that the hole was blocked. The surgeon further reported that because the piece was embedded so deep, no attempt was made to retrieve the piece and surgery was completed successfully with the broken tip in situ.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that anchorage drill bit had a breakage during surgery could be confirmed. After inspection of the device, the failure mode is confirmed: the drill bit is broken and 14mm of the tip are missing. The inspection revealed that this instrument has a corroded point on the breakage surface. We can conclude it was the weakness point where the breakage started under solicitation. In the maintenance guide of the instrumentation (l24002000-en rev l reprocessing guide), it is specified that "stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device." [Original statement - page 8] moreover, one of the preventive maintenance advice is: "such instruments are recommended as single patient use." [Original statement - page 13]. As the device was manufactured more than 4 years ago, the wear of this device is normal and we can conclude that this drill bit has reached the end of its serviceable life; therefore no credit note will be provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The sales representative reported on behalf of the customer that the 2mm anchorage drill bit from the anchorage foot plating kit allegedly broke whilst drilling through the locking drill guide during an mtpj fusion. The surgeon, reported that he didn't realize that the bit had broken until he tried to use the depth gauge to assess the depth of the hole and found that the hole was blocked. The surgeon further reported that because the piece was embedded so deep, no attempt was made to retrieve the piece and surgery was completed successfully with the broken tip in situ.